Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with mild tortuosity and mild calcification. The balance middleweight universal ii guide wire was advanced through a non-abbott guiding catheter with side holes. The guide wire became stuck with the guiding catheter side hole and could not be advanced or removed. The devices were removed as a unit. A new guiding catheter without side holes, and a new balance middleweight universal ii guide wire were used successfully to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported difficulties were unable to be confirmed as the returned guide wire was back loaded through the non-abbott guiding catheter and removed with no resistance noted. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.